Manufacturer narrative:
The reagent lot number is 868696 and the expiration date is 31-oct-2026. Calibration was last performed on (B)(6) 2026. The qc recovery data provided was not within 2 standard deviations at the time of sample measurement. It was found that the customer was not using rack adapters with 13x10 mm. Tubes. Per product labeling, "not using a 13 mm sdta with 13 mm tubes or incorrect use of a 13 mm sdta may cause incorrect results or errors." The field service engineer (fse) found a misaligned probe and repaired it. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
There was an allegation of questionable elecsys hcg+ss test system results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was 0.380 miu/ml. The patient questioned the result which prompted the customer to repeat the sample. The repeat result was 9176 miu/ml with flag. The repeat result was deemed correct.